Manufacturer narrative:
Philips service replaced the host pc os disk, restoring and verifying system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that host pc hard disk failure caused boot-up issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.